Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will br submitted if the device is received.

Event description:
It was reported that the customer received multiple attitude alarms while sleeping. Reportedly, the customer's blood glucose level was impacted (297 mg/dl). The customer was able to clear the alarms successfully.